Manufacturer narrative:
There is no indication of the pectus bar or stabilizer failing. The patient received a knock which dislodged the implant. Our instructions for use state "post operative care and monitoring is important. Metallic fixation devices cannot withstand activity levels and loads equal to those placed on a normal healthy chest wall. The implant can loosen, migrate, bend, or break as a result of weight bearing, load bearing, strenuous activity, or traumatic injury. The patient is to be warned by the operating surgeon to limit activities accordingly." No product returned.

Event description:
It was reported that a patient had a pectus bar implanted on (B)(6), 2010 and after receiving a knock in (B)(6), a revision surgery was performed on (B)(6), 2011 to reposition the pectus bar.